Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. Bearings clicking on left rear wheel, both seat rails are bent ,chair sent to cage rear wheels have sharp plastic burr's on them. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint could not be confirmed with respect to the alleged issue of the invacare tracer sx5 wheelchair of being too small for the end user. The width and depth of the seat, as well as the height of the seat back, were all found to meet the specifications outlined in the user's manual for this particular device. However, the wheelchair in question was found to have bent seat rails, excess rough material on the rear wheel rims, and the left rear wheel made a clicking noise intermittently while rotating. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer was returning chair for the unit is not big enough for the end user. However, inspection of return our returns department found that both seat rails were bent.